Event description:
It was reported that during a low anterior resection procedure, the device was released automatically and staples were unformed. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.